Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
Related manufacturer reference number: 1627487-2021-18323. It was reported that the patient experienced ineffective stimulation. In turn, surgical intervention was undertaken wherein the entire scs system was explanted. No new products were implanted.

Manufacturer narrative:
The report of ineffective stimulation was confirmed. Analysis of the lead found it was cut into multiple segments as a result of the explant procedure. Microscopic inspection of the segments found a kink on the stimulation end segment where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.